Manufacturer narrative:
The serial number of the cobas 8000 cobas c 701 module is (b)(60. The field service engineer inspected the module and found a blocked probe in the cell rinse station. He repaired this part and the probe of the rinse stations. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from three patient samples tested on the cobas 8000 c702 module. The reporter also complained about qc issues. The reporter provided two patient samples with discrepant results: sample 1 the initial result was 1.26 mmol/l. The first repeat result was 1.69 mmol/l. The second repeat result was 1.71 mmol/l. Sample 2 the initial result was 1.26 mmol/l. The first repeat result was 2.40 mmol/l. The second repeat result was 2.43 mmol/l. The initial result was not reported outside the laboratory as they were discrepant with prior results. The repeat results were deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The field service engineer inspected the rinse unit and adjusted the water level. The investigation determined the event was related to a hardware issue. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.